Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved did not deploy as intended; it came out with the plug and collagen together. Despite this, the case was successful as the physician held pressure. There was no patient injury or need for medical or surgical intervention, and there was no blood loss additional information was received on 14 oct 2024: the procedure being performed for the patient prior to the use of angio-seal was a uterine fibroid embolization, using a 5fr procedure sheath. A pre-deployment angiogram was performed, and the patient is stable. No concomitant medical products were used with the angio-seal.